Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used during a cystoscopy with right-sided retrograde pyelogram in both lower and upper pole moiety ureters, ureteroscopy, laser lithotripsy, stone basket traction and stent placement in the upper pole moiety ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the laser fiber was found inside the patient's urethra. The detach tip was retrieved using a basket. There were no serious injury nor adverse patient effects as a result of this event.